Manufacturer narrative:
The sample was rec'd on 03/19/2008 and is currently being decontaminated. Upon decontamination and completion of the investigation, a supplemental report will be submitted.

Event description:
In 2008, a clinician went to withdraw the needle of the catheter and the catheter separated from the adapter.